Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, detachment of the insertion tube observed, water tightness not maintained due to falling off the insertion tube, flexible tube of the insertion section is crushed wrinkles in the insertion tube, bending angle insufficient due to elongation of the angle wire, black scratches in image, scratches are found on the operation part, scratches found on the switch box, scratches re found on the grip, scratches on the angle lever, scratches found on the universal cord, scratches found on the video cable, scratches found on the video connector, scratches found on the light guide connector, and scratches are found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the rhino-laryngo videoscope, having film peeling, and cutting. Upon inspection and testing of the customer returned device, scope insertion tube was found detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or handling of the device. Olympus will continue to monitor field performance for this device.